Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported an elevated blood glucose (bg) level; however, no specific bg value was provided. The customer changed their supplies to address their past occlusion alarms. During troubleshooting with tandem technical support for the most recent occlusion, the customer completed an infusion site change and delivered a bolus to address bg levels.